Manufacturer narrative:
Concomitant medical products: product ID: 977d260, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. (B)(4). Product ID: 977d260, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an external neurostimulator (ens). It was reported that there was a trial lead migration/dislodgement. It was noted that the event was related to the device or therapy and not related to the implant procedure. Diagnostics performed included imaging. Interventions taken included reprogramming. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that act ions/interventions taken to resolve the lead migrating included reprogramming on (B)(6) 2017. It was noted that the cause of the lead migration/dislodgement was not determined. No further complications were reported/anticipated.